Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the screwdrivers were found to be stripped and were slipping, when used to tighten the expedium set screws. There were no fragments generated. There was no surgical delay. Another screwdriver in the set was used to complete the procedure. The procedure was completed successfully. Patient outcome was unknown. Concomitant devices reported: x25 final tightener (part 279712600, lot unknown, quantity 1), xpdm si intermediate tight x25 (part number 279712550, lot unknown, quantity 1), locking/set screws (part number unknown, lot unknown, quantity 1). This report involves one (1) xpdm si intermediate tight x25. This is report 2 of 2 for (B)(4).